Manufacturer narrative:
The company representative examined the system and could not duplicate the customer reported event. The system was then tested and met all product specifications. No sample was returned for evaluation and no additional information provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. The root cause is unknown at this time. (B)(4).

Event description:
A materials manager reported the unit would not prime during a surgery. A system message was displayed then the system stopped. Following a 45 minutes delay, the surgery was completed with a second system. There was no patient impact reported.